Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high threshold measurements, noise and oversensing that resulted in pacing inhibition and inappropriate anti-tachycardia pacing (atp). A lead fracture was suspected. An invasive procedure was performed. The device and lead were explanted and replaced. No additional adverse patient effects were reported.

Event description:
Additional information was received that high out of range pacing impedance measurements greater than 2,000 ohms were also observed. A lead fracture was not confirmed through diagnostic imaging.

Manufacturer narrative:
Two portions of the lead were returned severed, with 6.5 centimeters (cm) of the lead missing. Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the returned portions of the lead was performed. Visual observation noted the presence of set screw marks on the lead terminal pin in the correct location, the extracting stylet was stuck inside of the distal segment and calcified body fluid (calcification) was noted on the lead tip. Resistance testing and a pressure test of the inner insulation was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. With the extracting stylet inside of the lead, an x-ray was performed and showed no fracture. Laboratory analysis did not confirm the reported observations, however, noted that depending on how much calcification was on the lead before the lead was explanted, the impedance measurement could have been affected.